Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. When she opened the cassette door there was fluid on the tubing set. The sample set was retained for evaluation. During follow up the patient's contact reported that the patient was fine. The patient was not prescribed antibiotics. No adverse event reported at this time.